Manufacturer narrative:
During further investigation (fi), a visual inspection of the power management (pm) pcba revealed evidence of burn mark on the d3. The power management pcba (pm) was installed in an fi test ventilator. The test ventilator powered up from ac and delivered breaths however, it did not power up from backup battery and deliver breaths. The test ventilator did not transition from ac to battery when the ac power was removed. During debugging of the power management pcba, the d3 (switching diode) was found open and d37 (switching diode) was shorted. D3 and d37 were replaced on the power management pcba. The pm pcba was reinstalled in an fi test ventilator. The test ventilator powered up and delivered breaths and the ac led indicator turned on. The backup battery output measured 16.5v (nominal = 14.4 volts) after charging led indicator deactivated. The test ventilator powered up from the backup battery, delivered breaths and transitioned from ac to battery when ac power was removed. The ventilator operated for 2 hours without failures during which time post executed 25 times without generating any failures.

Manufacturer narrative:
(B)(6).

Event description:
The international customer reported that when they attempted to run the unit only on the internal battery, the unit would not operate. There was no patient or user harm reported.